Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s spinal cord stimulator (scs) that was implanted around (B)(6) 2018 was not working at all and she was having problems getting the implantable neurostimulator (ins) to charge despite the reprogramming. There were no contributing factors identified. The issues were not resolved at the time of the report and surgical intervention was not planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins does charge, but after a few hours it feels like a bee sting and burns. The patient had an appointment on (B)(6) 2019 with the hcp. No further complications were reported.